Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient presented to the emergency room reporting a shock. Data revealed an episode where inappropriate anti-tachycardia pacing (atp) was delivered and another where 8 inappropriate shocks were delivered, ultimately exhausting therapy. Data showed no out of range lead measurements. The therapy appeared to be the result of rapid ventricular response due to the patient's atrial fibrillation (af) rhythm. The rhythm was detected in the ventricular fibrillation (vf) zone, greater than 200 beats per minute (bpm). Subsequently, the patient underwent a cardioversion for atrial fibrillation (af) however, this was not successful. Therefore, the vf zone was programmed to 230 bpm to prevent inappropriate therapy in the future. No adverse patient effects were reported.